Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2015 with the following findings: the keypad was fully intact. All keypad buttons were found to be responsive to button presses. The keypad cover was removed; there was no contamination found under the key contacts. No button contact defects were observed. The pump cover was removed; there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.